Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the extension was explanted and replaced. Effective stimulation was established.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
Conclusion statement: the reported issue high was confirmed. X-ray imaging of the returned lead extension identified multiples wires detached from the electrodes in the header. Per the event details, the patient had experienced ineffective stimulation due to the issue. As such it was concluded, the root cause of the issue was due to the extension being exposed to an overstress condition while in vivo.